Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during corneal, lasik,flap creation in the right eye, they were unable to achieve suction 2 with no known error message. After several attempts, the patient had chemosis, and a break was taken before continuing to try for suction 2. Per the technician, they increased the suction 2 from 700 to 725, and the flap was created. Nevertheless, the surgeon as the surgeon proceeded to lift the flap, one third of it slit through. This had not been apparent upon visual inspection, prior to lifting, per the technician. The surgeon was able to complete the procedure and a bandage contact lens was placed. Additional information has been requested regarding the patient's postoperative status.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles shows during the treatment related to this reported event a warning message occurred two times. That message indicates that the user pressed the right footswitch to turn off the vacuum. The user tried many times to perform docking and the logfile shows it needed more time to get the valid suction 2 which most likely caused by the docking technique by the user. The logfile shows the energy is stable during treatment and the user operated surgery with recommended energy setting. No technical root cause was identified as the system was operating within specifications. The root cause for the reported suction problem is user handling, especially, the docking technique . The root cause for corneal flap slit could not be determined conclusively. (B)(4).